Manufacturer narrative:
(B)(4). The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a disconnected flex cable. The device's flex cable was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "defib fault 116", "defib disabled", and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.